Event description:
The patient reported experiencing elevated blood glucose levels on (B)(6) 2026, after approximately 4-24 hours of pod wear on the abdomen that did not decrease despite correction bolus doses. Blood glucose levels reportedly increased to above 600 mg/dl. The patient began feeling unwell, with symptoms including dizziness, nausea, vomiting, frequent urination, and dehydration, which prompted her to seek medical attention. The patient was subsequently hospitalized and diagnosed with mild diabetic ketoacidosis. Blood glucose levels were reported to have decreased to approximately 575 mg/dl upon hospital admission. Treatment during hospitalization included intravenous fluids, with an electrocardiogram also conducted. At the time of reporting, the patient remained hospitalized, with no anticipated discharge date provided. It was further reported that an automated delivery restriction alert occurred on the date of the event. The patient declined further follow-up contact for additional information.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.